Event description:
Additional information received indicated that the device was scheduled to be removed on (B)(6) 2014 and noted that the device was removed.

Event description:
It was reported that high impedances, greater than 4000 ohms, were read on all implantable neurostimulator (ins) and electrode configurations. It was stated, the patient had a loss of therapeutic effect. It was noted, the patient¿s lead and ins were implanted but out of service and the patient was planning to have their device removed. Reportedly, x-rays were taken and the issue was not resolved and the cause of the issue was not determined. The patient¿s status was reported as alive with no injury. It was noted the patient had less than 50 percent therapy relief.

Event description:
Additional information received indicated that the patient had device removed according to the health care provider.

Manufacturer narrative:
Product ID 3093-28, lot# v839811, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).